Manufacturer narrative:
Date of event: (B)(6) 2012 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported the patient's first ins depleted faster due to their higher settings, so they had a revision to reposition the lead at the same time. Patient said that the ins lasted only six months. No patient symptoms reported. No further patient complications were reported as a result of this event.